Event description:
Nurse had experienced two other IV catheter issues so upon inspection of #22 cannula, noticed "bend" in cath and did not attempt to use on patient after previous experiences. This is the third of three similar events at this facility within the same week.